Event description:
It was reported that the right ventricular (rv) lead was t wave oversensing (twos), sensing integrity count (sic) episodes occurred and a lead integrity alert (lia) was triggered. Reprogramming was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, performance data in regard to the lead was received and analyzed. Analysis revealed right ventricular (rv) lead oversensing associated with the rv lead, oversensing due to non-physiologic signals/sensing integrity count (sic) occurred and the criteria for a lead integrity alert (lia) had been met. The analyst noted that a patient alert for lead failure predictor (lfp) occurred on 2013-(B)(6), there were five lfp high rate non-sustained episodes equal to 190 milliseconds average v-cycle on 2013-(B)(4) and the ventricular sic equaled 30 counts in 1.09 days between 2013-(B)(6). Concomitant product: 4076 implantable pacing lead 2013-(B)(6); 4296 implantable defib lead 2013-(B)(6). (B)(4).